Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow-up in clinic, the device when into backup vvi mode right after the device was interrogated. The device could not be restored since it had already reached eri. The device could not be interrogated again. The patient was stable.